Manufacturer narrative:
Other text: b3 unknown, d4: UDI (B)(4) , d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. Unable to review the event history log (ehl) due to the alarm. A functional test was performed and the reported issue error code 41100 was not duplicated, however error code 46011 occurred with the device. The cause of the reported issue was due to the mpu board. As a result, the mpu board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error 41100. No adverse patient effects were reported by the customer.